Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was decreasing, and indicated pacing capture threshold in the rv was elevated. Analyst commented, minimum rv pace impedance steady at approximately 333 ohms through (B)(6) 2016, trend falls to 247 ohms by (B)(6) 2016. Analyst commented, rv capture threshold steady at approximately 1 volt through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that an alarmed triggered due to right ventricular (rv) lead low impedance. It was also reported that the rv lead exhibited high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.